Event description:
A trilogy ev300, USA ventilator, was evaluated as routine preventative maintenance. There was no harm or injury reported. The device was not reported to be in patient use. During the evaluation of the trilogy ev300, USA at the third-party 's service center, the device failed pre-test prior to implementing fco. Reading is too high for the active exhalation test to pass. The technician recommended replacing the device's active exhalation control module and 3-way solenoid valves to address the issue. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.